Event description:
Report received of a tubing set disconnection that occurred during patient use. The customer contact reported that the "luer lock did not hold." The tubing set disconnected from either the patient's IV catheter or the "j-loop". The tubing set was changed and the therapy was resumed. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number was not identified; therefore, a batch record review could not be performed. This report represents all the information known by the reporter upon query by hospira personnel.